Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump lost power and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded. The battery compartment was found to be cracked from the threads to the case seal. There was evidence of moisture found inside the battery compartment. The returned battery cap threads were found to be stripped and the cap was not able to be fully secured to the pump. Power reboots occurred using the returned battery cap. A test battery cap was able to be secured to the pump and was used to complete all testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of internal moisture was observed on the printed circuit board or other internal components. There was no damage to the power circuit observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.